Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and stopped providing therapy after the patient fell and landed on the ipg implant site. A manufacturer representative met with the patient and deemed the ipg inoperable. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient weight added to the record.